Manufacturer narrative:
D9: date returned to mfg on 5/15/2024. Received two used list #142730490 plum 150 ml burette sets each attached to a bag spike adaptor. Both arrived with the clave disconnected from the clave additive port on the burette. The area of the break was examined on each. Beach marks with a smooth section were observed on the area of the break. Additionally, the deformation was observed to be at an angle, typical of a bend break. The complaint of clave above burette breakage can be confirmed. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported a breakage of the 2 sets¿ clave above burette during infusion of normal saline. There was an obvious defect noted on the tubing set with no hole, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement, but no patient harm. There are a total of two incidents. No further information is available for this complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact information: (B)(6).